Manufacturer narrative:
The evaluation of the customer¿s issue included a label review, instrument service history review, product evaluation, and history records. A review of the product labeling concluded that the issue is sufficiently addressed. An instrument service history review revealed no additional erratic or discrepant patient results reported for this analyzer. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Service inspected the instrument and determined the solenoid, manifold mount, tested, with keys (rohs) pn 7-205710-01 as the likely cause. Service cleaned the part and the issue was resolved. A review of historical data for the part associated with this complaint revealed no systemic issues or trend for the solenoid, manifold mount, pn 7-205710-01. Based on all available information no systemic issue or product deficiency was identified.

Event description:
The customer reported a false elevated architect total b-hcg result for one female patient. The customer provided: sid (B)(6) initial = 37.45 miu/ml; repeat = <1.20 miu/ml. There was no impact to patient management reported.